Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the providone-iodine sponge was found fully separated from the minicap. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to a1-a5, b5, b6, b7, d11, f10/h6: patient codes. B5: update "there was no patient involvement." To "there was no patient injury or medical intervention associated with this event." D11: ni, 12/24/2019. F10/h6: patient codes: replace 2645 with 2199. H10: the device was received with the aluminum foil peeled. A visual inspection performed with the naked eye verified that the sponge was fully separated from the cap. The reported condition was verified. The cause of the condition was determined to be mishandling during distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.